Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that they initially attempted trace registration which failed. Added in anatomical touch points which produced a registration accuracy reading of 2.5mm, however the yellow circle indicating less than 2mm accuracy was within the skull. When verifying registration the probe was touch to the inner canthus of the eye but on the stealth the probe appeared to be on top and side of head indicating that registration was not accurate. Trace dots were observed to collect beneath the skin of the 3d model. Multiple registration attempts were made with the surgeon observed to be using unrushed, gentle movements over the nose, brows, forehead, top of head and sides where not distorted by headphone placement. No improvement to accuracy was made despite these attempts and the navigation system  was abandoned in favor of a different system which was utilized successfully for the case. Observed patient had headphones on during MRI which caused some flattening of the skin around the patients' ears. Also flat on back of head and some distortion around the eyes. Attempted to refine 3d registration model prior to registration. There was a delay of less than one hour and no patient impact.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736, software version 2.0.0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software team reviewed the logs. The provided logs captured that the site tried to perform the registration multiple times using tumorresectionoptical procedure, couple of times user failed to perform the registration because user did not meet the minimum accuracy criteria to pass the registration, also many registrations were passed with the below accuracy of 5mm. Apart from that there was no abnormality observed related to the reported behavior. Archive has 1 mr exam, no plan data and registration data was found with an accuracy of 3.2mm, good amount of trace points were observed but many points were sunken into the skin. Suggesting to collect points with lighter touch. Suspecting loose skin and registration pattern might have caused the reported inaccuracy behavior. Suggesting to collect more points in the region of interest and start trace points from tip of nose. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.